Event description:
A report was received with the following event description "staff called to a 'crash' situation. When device switched on it 'froze 'on the start-up screen which says "self test in progress". Another defibrillator/monitor from another dept was used in its place." There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.